Event description:
It was reported that no communication could be established with the device and was noted to be at eri. Upon removal, a bulge was noticed on the device. The patient was well during and after procedure.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to a low battery voltage. The reported field event of a visual anomaly was not confirmed in the laboratory. Visual inspection noted no anomalies. Based on all available parameter and usage information device longevity was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.